Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient representative, regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for spinal pain. It was reported the healthcare professional (hcp) miscalculated the date the pump would stop working and stated the pump reached end of service (eos) on monday, but the patient's surgery wasn¿t scheduled until tomorrow. The caller stated the surgical center was "disallowing [patient] for a couple reasons" and requested assistance getting the pump replaced on an emergency basis. The role of the manufacturer was reviewed and the caller was offered hcp listings. The caller disconnected to take a call from the hcp, but called back for more hcp listings. The caller asked if the pump has a hard stop and pump functionality was reviewed. The caller mentioned they had heard an alarm coming from the pump (early replacement indicator ieri)) but now hear a two-tone beeping (eos). The caller mentioned the pump had patient's pain stabilized, but now the pump has quite and the patient's pain was "beyond" and the patient went to the ER as they could not tolerate oral dilaudid. The caller asked how eos was determined and the information was reviewed. The caller expressed frustration that the hcp "really screwed up" as they miscalculated the eos date.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that they were supposed to have the replacement on friday but due to medical reasons they were not able to.